Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted. Concomitant medical products: medical product: delta ceramic femoral head, catalog #: 650-0662 , lot #: 2018072318. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2020-00022. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported that medullary file instrument did not match the implant, during total hip arthroplasty. There was no delay in the procedure and did not cause any serious injury.

Event description:
It has been reported that medullary file instrument did not match the implant, during total hip arthroplasty. There was no delay in the procedure and did not cause any serious injury.

Manufacturer narrative:
(B)(4). This final/follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d2, d4, d6, d10, g4, g7, h1, h2, h3, h6, h10. G3: report source, foreign - event occurred china. D11: medical product: delta ceramic fem hd 36/+3mm, catalog #: 650-0662, lot #: 2018072318. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2020-00022-1. Exact rpp/hip-fx rasp/prov 14 has not been returned for evaluation, only delta ceramic fem hd 36/+3mm has been returned. Without the opportunity to examine the rasp and without adequate information received regarding the event evaluation of the product cannot be conducted. Should the instrument be returned then further evaluation should be carried out. The reported event states that the file (exact rpp/hip-fx rasp/prov 14) is difficult to insert as the femoral prosthesis is implanted deeper than the file position. Clearly, the issue is not with delta ceramic fem hd 36/+3mm. The head is therefore considered an associated product. In addition, we have not been provided with x-rays or any supporting documentation which could provide additional information. A review of the complaint database over the last 3 years has found no similar complaints found for the item # 31-400114. The lot number identification necessary to review manufacturing history and the complaint history was not provided. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly. H3 other text : product has not been returned.